Event description:
The customer reported via the competent authority that a revision took place due to "fatigue fracture of ceramic liner 2 years after implant without any history of trauma." He added that there has been a "fracture of the bone".

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.